Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device didn't functioning properly and fault codes 42, 224, 0004, power down, and downstream occlusion were noted. Although therapy started on b)(6) 2025, no programming or events were logged until (B)(6), with irregular entries from (B)(6) 2025. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg : 6/13/2025 one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a main board. The main board and downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.